Manufacturer narrative:
The sample was received for investigation with unknown material seen through the reserve port and blockage of the lumen was confirmed in initial inner illumination. Therefore, the complaint of 'no flow' is confirmed. After cleaning the device most of the blockage was removed. Light passed through both sides of the restriction unit, though in one side some light blockages were still seen. After slicing the shunt, two lumens were seen on both sides of the restriction unit, which was centered, and no welding penetrations were seen. Therefore, there is no indication for manufacturing related factors that could cause the blockage. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. The shunt was in the patients' eye for a year and a half. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is external - related to patient condition / non-product factors, however, the blockage could have been caused by many different reasons. The blockage does not seem to be product related since two lumens, on either side of the restriction unit were found and no welding penetrations were found. Therefore, there is no evidence for an inherent defect that might have caused the event, and the root cause is seem to be external - related to patient condition / non-product factors. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. The manufacturer internal reference number is: 2015-103247

Event description:
A surgeon reported that approximately 18 months after a glaucoma filtering shunt was implanted, the intraocular pressure increased. The bleb was not visible, so a bleb reconstruction was done. The day after the reconstruction, the intraocular pressure increased again and the surgeon reported that the shunt was blocked. The shunt was explanted one day after the bleb reconstruction procedure. Additional information was requested.